Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the plastic tip cracked. There was a back-up device available to complete the procedure without delays. It is unknown if there was affectation to the patient.